Event description:
It was reported that on july 10, a biopsy procedure was performed and during the procedure, the brevera console failed during the biopsy on the patient. The biopsy process had to be stopped, the needle was already in the patient's chest, and the patient had to be sent home. A field engineer examined the device and performed an analysis of the error codes, communicated with the attending physician, and a function check and process check of the brevera. The error codes indicated a user or needle error of the brevera. The function check of the brevera did not result in any error/failure with the test needle. The system worked perfectly. However, when a new test run was performed with the needle carried out from the biopsy procedure, various errors occurred, such as the needle being clamped but then not triggered. As a result, the field engineer replaced the needle again and successfully carried out both the function and a test biopsy without further errors. According to this result, the field engineer determined that this was a defective needle. Thus, the system itself works error-free. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.